Manufacturer narrative:
(B)(4). The downloaded patient event record was evaluated by physio-control and it was concluded that the reported issue occurred as a result of a use error. The patient event record indicates that the device operator pressed the advisory button instead of pressing the analyze button when attempting to perform an automated ECG analysis. Pressing the advisory button switches the device between manual defibrillator mode and advisory (or AED) mode, but it does not initiate an automated ECG analysis. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that during a inter-hospital patient transfer the customer's device failed to analyse the patient's ECG rhythm. A female patient was being transported from (B)(6). The customer reported that the patient arrested and when the analyze button was depressed, there was no response. The journey was continued and the patient was transferred to (B)(6) and resuscitated. The patient expired following transfer to the hospital's ICU.

Manufacturer narrative:
The initial medwatch report indicates 'device available for evaluation - yes'. The initial medwatch report should indicate 'device available for evaluation - no'. Of the initial medwatch report indicates 'was the device evaluated by the manufacturer - no'. Of the initial medwatch report should indicate 'device was not returned to manufacturer'. Of the initial mewatch report should indicate: evaluation codes ¿ (B)(4). The downloaded patient event record was evaluated by physio-control and it was concluded that the reported issue occurred as a result of a use error. The patient event record indicates that the device operator pressed the advisory button instead of pressing the analyze button when attempting to perform an automated ECG analysis. Pressing the advisory button switches the device between manual defibrillator mode and advisory (or AED) mode but it does not initiate an automated ECG analysis. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). The downloaded patient event record was evaluated by physio-control and it was concluded that the reported issue occurred as a result of a use error. The patient event record indicates that the device operator pressed the advisory button instead of pressing the analyze button when attempting to perform an automated ECG analysis. Pressing the advisory button switches the device between manual defibrillator mode and advisory (or AED) mode but it does not initiate an automated ECG analysis. The device was not returned to physio-control. A third-party service agent evaluated the device and observed proper device operation through functional and performance testing. As physio-control concluded that the reported issue occured as a result of a use error, an offer to provide additional training will be made to the customer by the distributor.